Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that noticed the generator board clicking on and off, measured power supply voltage: 4.69vdc and fluctuating. Reseated the connections to the power supply and received no voltage. Replaced power supply and performed system checkout and all tests passed continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that during a case, the radiology disabled icon appeared before attempting to take 2d images during a case. They rebooted the system three times before it would expose. After the system took the 2d images, the system performed as expected until the end of the case. This issue occurred intraoperatively and caused 20 minutes surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: h3 analysis summary has been updated. H3: the power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: unknown) was returned to the manufacturer for analysis. Analysis found that there was no failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the system (product: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c02 apply to the system (product: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.